Event description:
It was reported to st. Jude medical that high voltage lead impedance was out of range and charge time limit was reached during capacitor maintenance charge for induction from ventricular fibrillation (vf). It was later reported that the pt expired in 2005 due to sudden cardiac arrest due to vf. The ventricular lead and ICD were explanted and returned for analysis.